Manufacturer narrative:
Note: additional type ii endoleak, aneurysm enlargement, and interventions were reported under manufacturer report #2017233-2015-00863, #2017233-2019-00316, and #3007284313-2020-01157. Concomitant medical products and therapy dates: unavailable.

Event description:
On (B)(6) 2015, the patient underwent reintervention for an abdominal aortic aneurysm (aaa) with a maximum diameter measuring 65.0mm. Two gore® excluder® aaa endoprostheses were implanted to reline an unknown manufacturer¿s endovascular devices previously implanted on an unknown date in 2010 for treatment of a aaa. The patient tolerated the procedure and was discharged to home on (B)(6) 2015. The patient underwent intervention of type ii endoleaks and subsequent aneurysm enlargement on (B)(6) 2015, (B)(6) 2018, and (B)(6) 2019. At the time of the last intervention, the aneurysm measured 96.0mm. On (B)(6) 2019, an arteriogram was performed. On (B)(6) 2019, the aneurysm measured 92.0mm. On (B)(6) 2020, the aneurysm measured 91.0mm. On (B)(6) 2021, the aneurysm measured 99.0mm. On (B)(6) 2021 a type ii endoleak was identified. It was noted that, due to concerning growth of the aaa and to the endoleak being observed again at the level of the l3 vertebral body, surgery of selective branch vessels is scheduled for (B)(6) 2021.

Manufacturer narrative:
H.6. Investigation findings: code 213 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. Furthermore, the IFU informs users of the risks associated with type ii endoleaks, and users are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Furthermore, the IFU states that the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in patient populations including, but not limited to, revision of previously placed stent grafts. H.6. Investigation findings: code 3233 updated to code 213. H.6. Investigation conclusions: code 11 updated to code 22.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog#: plc161200 / serial#: (B)(6) / UDI#: (B)(4). B.4. Additional event description added. D.10. Concomitant medical products and therapy dates: aspirin 81 mg tablet, atorvastatin (lipitor) 40 mg tablet, omeprazole (prilosec) 40 mg capsule, vardenafil (levitra) 10 mg tablet. H.6. Investigation findings: code 213 updated to code 3233 as additional product history record review will be performed. H.6. Investigation conclusions: code 22 updated to code 11.

Event description:
Additional information was provided that on (B)(6) 2021 the patient underwent explantation of the gore® excluder® aaa system and open juxtarenal aaa repair with aorto-bi-iliac graft placement due to the concerning aneurysm growth. The devices were removed using a combination of wire cutters and curved mayo scissors. The suprarenal fixation of the previously implanted endologix graft was reportedly left intact so as to not damage the paravisceral aorta. It was reported that the devices were removed piecemeal as it was reportedly difficult to separate them evenly. The physician reportedly fashioned suitable proximal and distal anastomotic sites free of aneurysmal disease with healthy arterial wall to sew to. A 24x12mm dacron graft was used for the juxtarenal aaa repair. The patient was discharged in stable condition on (B)(6) 2021. The explanted devices were discarded at the facility.

Manufacturer narrative:
G.1. Manufacturing site name and address updated.